Event description:
The lay user/patient contacted lifescan (lfs) on july 5, 2006 alleging high readings on her one touch ultra meter. A medical specialist (mas) mailed a letter to the patient, since the user could not be reached for further clinical information. On july 4, 2006 around 6:00 pm the patient felt sweaty, incoherent and was delirious. She tested her blood glucose, and obtained a 165 mg/dl, and a 132 mg/dl. She ate food and/or beverage after attempting to use the meter. She went to the ER; however, there is no information on how soon after testing on her lfs meter, she went to the ER. In the ER, her blood glucose test was taken and she received a 27 mg/dl and a 40 mg/dl and was treated with IV fluids. The technique of applying blood on the test strip was correct. There is no information on the condition of the patient's test strips. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, the condition of the testing supplies and to run quality control on the test strips. The complaint is being reported because the patient's symptoms were inconsistent with her blood glucose readings on the lfs meter. A medical professional treated the patient for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.